Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml) via intrathecal infusion pump for intractable spasticity. It was reported that when checking pump logs at a refill the hcp saw multiple motor stalls and recoveries over the course of the last 4 months. It was stated that they know that one of the stalls was related to the patient having an MRI but they were not sure about the causes of the other stalls. Pump replacement was discussed. It was stated that the hcp was going to get more history related to emi interaction. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who reported that the pump replacement was cancelled by the doctor that was going to perform the surgery. A different doctor was consulted and they will be replacing the pump on thursday, (B)(6). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6). It was reported that regarding the inability to fill the pump with all 40ml, the physician requested another physician to assist and hold the pump steady. The physician was advised to perform a second refill, making sure to evacuate any air that may have been inadvertently introduced by needle repositioning and/or not clamping the tubing tightly enough. The representative had not verified that this occurred as the physician was moving towards moving towards replacement as soon as possible due to motor stalls. It was noted that the replacement would possibly occur on (B)(6) . Pump logs confirmed motor stalls on (B)(6) with a recovery on the same date, on (B)(6) with a recovery on (B)(6) , on (B)(6) with a recovery on (B)(6) , and on (B)(6) with a recovery on the same date.the cause of the inability to refill the pump with all 40ml was unknown at the time of report. It was unknown if the pump movement and inability to refill the pump were resolved. Note: please see mfg. Report 3004209178-2020-08390 for the previously reported information pertaining to the pump movement and inability to inject the full refill volume.

Manufacturer narrative:
Product ID: 8711, lot# n112272006, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-jul-08. It was reported that at the replacement on (B)(6) 2020 the catheter aspirated fine. The catheter was replaced as it was the managing doctor's wish. It was unknown why the managing doctor was not successful in aspirating the catheter, but the surgeon was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-jul-2020 from a business partner ((B)(6)) who reported that the patient¿s leg cellulitis (unrelated to infusion system) resolved on (B)(6) 2020; the encephalopathy (unrelated to infusion system) resolved on (B)(6) 2020; and the withdrawal resolved on (B)(6) 2020 when oral medication was given. The pump replacement completed on (B)(6) 2020 improved the patient¿s clinical situation. It was noted that the patient¿s hospitalization (unrelated to infusion system) began on (B)(6) 2020 and the patient¿s discharge from the hospital was being ¿delayed for social reasons/pandemic likely (B)(6) 2020¿. No further complications were reported/anticipated.

Event description:
Additional information was received from a business partner. It was reported that the drug being delivered was 2,000 mcg/ml lioresal at 1 ,324.8 mcg/day. It was reported that there were 3 pump stalls found. A refill was performed on (B)(6) 2020. On (B)(6) 2020, the pump stalled and did not restart. Veteran with signs and symptoms of withdrawal. Managed with oral meds as no date has yet been given to us for surgical replacement of pump. Multiple radiographic studies completed with no abnormality found. On (B)(6)2020, catheter access port aspiration without aspirate. On (B)(6) 2020, given oral baclofen 10mg and IV lorazepam 1 mg for acute withdrawal symptoms. Then began oral baclofen 5mg q4hours and lorazepam 1mg oral q4 hours prn with neuro checks q1hr x 4, then q2 hours x 4 then q 4 hours. It was reported they were hospitalized with admission date of (B)(6) 2020 and admitting diagnosis of encephalopathy. Concomitant medications were listed as acetaminophen/hydrocodone tab 1 tablet oral q6h prn active for severe pain (pain scale 6-10), bisacodyl 10mg(magic bullet) supp,rtl 1 suppository active rtl qopm prn as needed as a laxative, diclofenac na 1% gel,top 2.25 inches (2gm) for upper active extremity top daily prn as needed for pain, docusate na *do not crush* cap,oral 100mg oral daily active, duloxetine*do not crush* cap,ec 60mg oral qam for active ptsd/depression/pain. **this is lower than pt home dose - will continue to monitor**, furosemide tab 2 0 m g oral bid active, hydrophilic oint,top liberal amount top active sumo-tu-we-th-fr-sa@0900 for dry skin, lidocaine 5% patch 1 patch transdermal daily veteran active can direct placement, melatonin cap/tab 3mg oral at bedtime prn as needed active for insomnia, miconazole powder, (B)(6) 2020), quetiapine fumarate tab 50mg oral every night for active mood, senna tab 8 . 6 m g oral q n o o n active, trazodone tab 200mg oral qhs prn as needed for sleep active, zinc oxide oint,top liberal amount top active sumo-tu-we-th-fr-sa@0900. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2020. It was reported that the device would not be returned as the customer refused. The rep stated, ¿I made several attempts to attain the pump. I was warned by the hospital staff that it would not be possible to retrieve the explant from the va due to legal reasons, and the contact I was given will not answer any of my calls.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative on 2020-may-14. It was reported that the pump replacement was scheduled for 2020-may-27. Pump logs were read on 2020-may-12 and no new instances of motor stall were identified.